Event description:
It was reported to philips that the system would not boot up. No harm to patient or user was reported. A philips field service engineer (fse) inspected the device onsite and found an issue with the power tray. Once the power tray was replaced, system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to defective power tray. Fse replaced the power tray and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.